Event description:
During biomed testing the device displayed "discharge fault" and "defib fault 80" messages. There was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a bent contact tab on the hv module that was not allowing adequate contact with a dump resistor.